Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 701 module. The customer repeated patient samples after the qc performed at the end of the day was unacceptable. Patient (B)(6) initial asat result was 453 u/l and the repeat result was 29 u/l. Patient (B)(6) initial asat result was 5 u/l and the repeat result was 27 u/l. Patient (B)(6) initial alat result was 95 u/l and the repeat result was 30 u/l. Patient (B)(6) initial calcium result was 1.8 mmol/l and the repeat result was 2.4 mmol/l. Patient (B)(6) initial ldh result was 171 u/l and the repeat result was 269 u/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The customer found an issue with the rinse tube and the tubes on all three rinse tubes were replaced. The investigation determined the service actions resolved the issue.